Manufacturer narrative:
Investigation summary: looseness was found in the injection site and the lure lock connection of the returned product. No abnormalities such as cracks or deformation were found in the actual product. Actual product: when a tube was connected to the lure on the inflow side of the chemical solution, air pressure (55 kpa) was applied, and a pressurization test was conducted in water, air leakage was observed from the injection site connection. No abnormalities related to this event were found in the manufacturing process of the lot. To date, there have been no other similar event reports for the lot. The connection between the injection site of this product and the lure on the chemical inflow side is glued and fixed. Since the manufacturing plant conducts a 100% leak test during the process, it is possible that an excessive load was applied during use and the adhesive part of the injection site was damaged.

Event description:
It was reported that the interlink ext 2adopter experienced leakage. The following information was provided by the initial reporter: upon priming using a2n3376-zba, fluids leaked from tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the interlink ext 2adopter experienced leakage. The following information was provided by the initial reporter: upon priming using a2n3376-zba, fluids leaked from tubing.